Event description:
New information received notes that this was a normal device behavior.

Event description:
It was reported that patient presented for generator change. It was noted that the left ventricular (lv) lead exhibited loss of capture during lv lead impedance testing. No intervention was performed, and the lead was successfully implanted. The patient was stable.